Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a correction bolus via pump to address bg level. Replacement pump was sent to customer to resolve the issue.